Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported that she inserted a new sensor and she had sensor reading discrepancies. Customer stated that at first her blood glucose was 148 mg/dl and then the sensor readings dropped to 40mg/dl and kept going into threshold suspend. Then the sensor glucose reading went to over 300 mg/dl but her blood glucose was in the 140 mg/dl range. Customer was not able to calibrate and decided to turn it off. Current blood glucose is 113 mg/dl. Customer was advised to remove and replace the sensor. Nothing further reported.